Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used bulb evacuator wound drainage. Visual inspection of the one-photo sample noted that the valve was broken and inside the bulb evacuator. This does not meet specification which states "missing, damaged, leaking, torn, broken, incomplete or incorrect components are not permitted; the clamp must be closed". Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the evacuator valve inside was broken and photo attached. The user was exposed to bodily fluid. Per follow up information received via ibc on 30jul2025, stated that no patient impacted and no serious injuries that occur to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the evacuator valve inside was broken and photo attached. The user was exposed to bodily fluid. Per follow up information received via ibc on 30jul2025, stated that no patient impacted and no serious injuries that occur to the patient.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the evacuator valve inside was broken and photo attached. The user was exposed to bodily fluid.